Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced fracture and deformation due to compressive stress. The information was received from a single source. One patient was involved with no reported patient consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was returned for evaluation and the investigation is confirmed for the fracture, deformation and naturally worn issues.the definitive root cause could not be established. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided, therefore, a lot history review could not be performed. The device was returned for evaluation and the investigation is confirmed for the fracture and deformation issues. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable ort allegedly experienced fracture, and deformation due to compressive stress. The information was received from a single source. One patient was involved with no reported patient consequences. The patient's age, weight, and gender were not provided.